Event description:
During an atrial fibrillation procedure, pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. During the procedure, the physician noted that the patient's heart appeared to be beating abnormally on fluoroscopy. An ultrasound was performed but no abnormality was seen and the procedure proceeded. The physician was still suspicious of the abnormal heart beat and performed an epicardial puncture which confirmed blood in the pericardium. A pericardiocentesis was done to stabilize the patient. The patient was admitted to the ICU for observation and is recovering well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.